Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experienced st segment elevation. During an ablation procedure to treat a paroxysmal atrial fibrillation using a farawave catheter in the left superior pulmonary vein (lspv), the patient experienced transient st segment elevations in the inferior ECG leads, which resolved quickly on their own. Subsequent ablations on the right-sided veins showed no changes in the st segment. When returning to the left side, intravenous nitroglycerin was administered, and no further st elevation occurred. The patient fully recovered from the event, was not admitted beyond standard care, and no device issues were reported. No air was noted in the patient or device. The device is not expected to be returned for analysis as there was deemed to be a non-device issue.